Event description:
No information was received with this device. There was no harm for patient, operator or third party reported. Update nen 24-oct-2022: further information was provided and revealed that the incident occurred during a surgery. The anchor would not seat and went out. The anchor was successfully removed from the patient and nothing broke off. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Upon visual inspection, it was noted that only the suture and driver were returned for investigation. No problem was noted with the suture and the driver. Due to the eyelet/anchor not being returned, the complaint could not be confirmed.